Event description:
Customer's wife tested herself on the customer's meter, reported blood glucose results of 157 mg/dl, 187 mg/dl, and 85 mg/dl on the advantage system within 10 minutes. Reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.